Event description:
The patient called lifescan and alleged that their meter was prompting an insert strip message. Medical affairs spoke to the patient and obtained/verified the following information. The patient stated that they were never able to get past the insert strip message. They stated that one day the paramedics were called because the patient passed out. They stated it was due to low blood sugar. The patient was able to obtain a blood glucose test that day but they do not remember the results. They have been able to test every day. They do not know what the result was on the paramedic's meter or what they were given as treatment. They take oral medications for diabetes and they continued to take them as prescribed. The issue was not resolved with troubleshooting. Based on the information supplied by the patient, there is an indication that the product malfunctioned. However, there is no evidence indicating that the malfunction led to a serious injury. A replacement meter has been sent to the patient.